Manufacturer narrative:
Product event summary #geo event: it was reported that a patient enrolled in a post market clinical study was observed with: t wave oversensing and low percentage of biventricular pacing were observed. Device programming on (B)(6) 2018: sensing vector changed related to device according to sponsor and investigator geo prelim analysis: resolved by re-programming, no device/lead issue suspected. Geo prelim conclusion: resolved by re-programming, no device/lead issue suspected. Continuation of medical devices: product ID dtba2qq, serial# (B)(4), implanted: (B)(6) 2018, product ID 5076-52, serial# (B)(4), implanted: (B)(6) 2018. Product ID 459888, serial# (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) and low percentage of biventricular pacing. The device was reprogrammed. The device and right ventricular (rv) lead remain in use. The patient is enrolled in the adapt response clinical study. No patient complications have been reported as a result of this event.